Manufacturer narrative:
This event is most likely associated with use error. The operator removed the prismaflex m100 set prior to ending the treatment, clamping the lines and disconnecting the patient. This could only happen if the operator neglects the warnings on the prismaflex screen. Before the set is unloaded, a warning appears on the screen stating all lines must be clamped before unloading the set. The operator is then instructed to press the unload soft key to confirm that the patient is disconnected in order to proceed with the unloading of the set. This warning is also provided in the prismaflex operator¿s manual. The treatment data card files have been reviewed. They show that there was a effluent scale alarm in relation with the operator pressing end treatment on the display. The data files also show that unload (unload of the prismaflex m100 set) was pressed by the operator. The prismaflex m100 set was not returned to the manufacturer. The review of the prismaflex m100 set device history record for lot number 10k2648pg and the complaint history files confirm there were no nonconformities and no similar complaint reported regarding this lot number. Additionally the product was expired since more than 8 months at time of the event. There is no information to reasonably suggest that any gambro product caused or contributed to the reported event. Gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
A (B)(6) distributor of renal products reported that a patient undergoing continuous renal replacement therapy on a prismaflex control unit experienced a blood loss when the prismaflex m100 set was unloaded without clamping the lines and disconnecting the patient. The treatment was recommenced within 90 minutes and the patient was reported to have recovered.